Manufacturer narrative:
Due to character limitations in e1 event site name (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse), during preventive maintenance of the cs100 intra-aortic balloon pump (iabp), that the machine was not functioning when connected to the mains power supply. There was no patient involvement.

Manufacturer narrative:
Updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions) and h11. Corrected: g2, revert section f11 and f13 to blank. A getinge field service engineer (fse) states, on checking found that issue with power supply & same need to be replaced. Estimate for the same will be submitted. 28/7/2025: customer repaired the power supply, machine working ok.

Event description:
N/a.